Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/09/2016 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment. Evaluation also revealed a dim display with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed a dim display with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 05/09/2016.